Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012.according to the complainant, during the procedure, the cut wire broke inside the patient, and the sphinctertome would not bow. No part of the wire fell off inside the patient. The procedure was completed with another hydratome.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during the procedure, the cut wire broke inside the patient, and the sphincterotome would not bow. No part of the wire fell off inside the patient. The procedure was completed with another hydratome. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the devic was severely kinked. The exposed cut wire intact (not broken) but was blackened/discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the condition of the device was likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.